Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial lead is in the ventricular port and the ventricular lead is in the atrial port. Because the patient has intact conduction the device is going to be programmed vvi. The device remains in use. No patient complications have been reported as a result of this event.